Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The technical investigation revealed that the stent is mildly deformed at its proximal end, i.e. Few struts are slightly bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (stenosis degree: 95 percent) in the moderately tortuous lad. Despite pre-dilatation, the lesion could not be crossed with the device. Furthermore, the stent was damaged in the vessel. The orsiro was withdrawn from the patient and another stent was used.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The technical investigation revealed that the stent is mildly deformed at its proximal end, i.e. Few struts are slightly bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.